Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and this placement was corrected at the very same surgery with navigation. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 15 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the by ca. 8mm caudal deviated screw placement at left l5 from its intended position was: a not sufficiently secure fixation of the instrument navigation reference array by the user to the non-brainlab screwdriver as required, causing an undesirable movement of the array during the use of the instrument in the procedure. The movement of the reference array on the instrument after its calibration to navigation led to an incorrect display of the instrument position in the navigation, compared to its position on the actual patient anatomy. Apparently, the resulting deviation of the instrument position in the navigation display was not detected by the user before or during the placement of the first screw, by carefully ensuring secure attachment of the reference array, and by thoroughly verifying the navigation accuracy of the instrument as necessary. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbosacral spine for a posterior fusion of vertebrae l5 to s1, due to spondylolisthesis, with intended placement of 4 vertebra screws bilateral l5-s1, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array with the 2-pin fixator and schanz pins on the right iliac crest (psis). Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left l5, used the navigated pointer to determine the screw trajectory, and used a non-brainlab burr drill calibrated to navigation to open the cortical bone and to create the pilot hole. Calibrated a non-brainlab screwdriver with screw to navigation, and placed the screw with it into the vertebra. Continued with right l5 for trajectory determination and pilot hole creation with the same navigated method as before. Attempted to calibrate the screwdriver with the second screw, and when calibration was not possible with the navigation sw not letting it proceed, realized that the navigation reference array on the screwdriver was loose. Re-attached the array on the instrument securely, and successfully calibrated the screwdriver with screw to navigation for the second screw placement in right l5. Continued to place the remaining 2 screws bilateral in s1 with the same navigated method as above. Performed an intra-operative CT scan for verification of the placements, and determined that the first screw placed in left l5 deviated from its intended position. Decided to remove and re-place the left l5 screw, by acquiring another intra-op scan with automatic registration to navigation, and re-placing the screw to its intended position with navigation and additionally placing a k-wire for the calibrated screwdriver to follow. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon: the deviation of 1 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and this placement was corrected at the very same surgery with navigation. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placement. There was no harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolong of ca. 15 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.